Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), implantable cardioverter defibrillator (ICD), and implantable pulse generator (ipg) batteries did not meet indications for implant upon device interrogation. No attempts were made to implant the devices. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.